Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had ghost pockets. A technical support specialist (tss) dialed into carefusion coordination engine (cce) server and confirmed that no ghost pocket existed for medication identification number vitd5000 in station. Inventory on the server showed maximum 10, minimum 5, and current 0. Replenishment records indicated that orders had been generated from february 9 to 11, and verification through the bd interface confirmed that replenishment messages were successfully generated. The customer reported that the medication had not crossed over to logistics and the pocket had not been refilled. Tss advised that the matter would be endorsed to the logistics team for further review. The customer later confirmed that the medication had been refilled, and the ticket could be closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a ghost pocket issue occurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.